Manufacturer narrative:
This report is submitted on august 30, 2021.

Event description:
Per the surgeon, the patient experienced a loss of osseointegration resulting in fixture loss, subsequent to sustaining impact to the head. Failure of osseointegration was confirmed during a visit at the clinic on (B)(6) 2019. The patient has not been reimplanted with a new device as of the date of this report.